Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/compromised force sensor test and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. No beeps anomaly during testing noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a motor error, and motor position encoder error. Blood glucose at the time of incident was 310 mg/dl. The customer states the motor error occurred after the set change. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated they did receive a motor position encoder error prior to rewinding. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.